Event description:
The deltaplush coil got stuck in an unspecified microcatheter. There were no serious injuries and no additional intervention was required. No additional information is available

Manufacturer narrative:
(B)(4). Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Since there were no manufacturing issues related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.